Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with their implantable cardioverter defibrillator that displayed non-sustained right ventricular over-sensing. Intervention was discussed but no changes were reported. The patient was stable.